Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they tapped out the air bubbles but after a day there were new air bubbles. The customer¿s blood glucose was unknown. Customer also told that if the air bubbles were small then it was no issue. The device will not be returned for analysis.